Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that there were no alerts on the g5 mobile application and an adverse event. The patient reported that the device failed to alert for his low glucose threshold of 80 mg/dl. He stated that while sleeping his glucose was 135 mg/dl at 5:06 am and then it suddenly plummeted to low (<40 mg/dl) at 5:30 am. He stated he was not alerted by the device until the urgent low displayed and is hypoglycemic-unaware. He drank a soda and his continuous glucose monitor ¿spiraled¿ back up at 5:46 am. At the time of contact, the patient was doing good. Data was provided for evaluation. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.